Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a correction bolus via pump to address bg. A replacement pump was arranged to be sent to customer who would contact their healthcare provide to obtain an alternate form of insulin therapy.